Manufacturer narrative:
Per product labeling, "6.00-120 ng/ml or 15.0-300 nmol/l (defined by the limit of quantitation (loq) and the maximum of the master curve). Values below the limit of quantitation are reported as < 6.00 ng/ml (< 15.0 nmol/l). Values above the measuring range are reported as > 120 ng/ml (> 300 nmol/l) or up to 240 ng/ml (600 nmol/l) for 2-fold diluted samples." "Lower limits of measurement. Limit of blank, limit of detection and limit of quantitation. Limit of blank = 2.0 ng/ml (5.0 nmol/l). Limit of detection = 3.0 ng/ml (7.5 nmol/l). Limit of quantitation = 6.0 ng/ml (15.0 nmol/l)". In general, the results measured by the customer are in the low measuring range. In the low measuring range, slight imprecision could lead to discrepancies between the modules. The imprecision is possibly caused by contamination or issues during the pre-analytical preparation. The investigation determined that a general reagent or analyzer problem was not present because the qc prior to the event was within ranges. The investigation also determined that there was dust present on the instrument surface, and there was crystallization at the pro cell and clean cell nozzles.

Event description:
There was an allegation of questionable elecsys vitamin d total iii results from the cobas e 801 analytical unit for two patients. Patient 1's initial result was 6.18 ng/ml. The repeat result on (B)(6) 2025 was 16.9 ng/ml. Patient 2's initial result was 11.1 ng/ml. The repeat result on (B)(6) 2025 was 20.7 ng/ml. The samples were repeated when the customer noticed that multiple results were low.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The customer reported experiencing inconsistent calibration signals but were still in the expected range. The qc was within range before the sample measurement on (B)(6) 2025. The qc was not in range on (B)(6) 2025, before the repeat measurement. The investigation is ongoing.